Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion during procedure to treat an atrial fibrillation (a fib). Physician started the procedure by doing the transseptal puncture using faradrive sheath. Anatomy of the patient heart was a bit challenging, and he couldn't find the same anatomical references as usual. He did a first puncture, injected contrast, and noticed he was in pericardium, blood pressure decreased, he retracted the needle and inserted a guidewire, he did not advance the dilator or the sheath. He called for transophageal echo, and the ultrasound physician confirmed there was a pericardial effusion. The faradrive and guidewire were retracted from patient, and they waited for the patient blood pressure to stabilize. Patient left the lab being stable and expected to fully recover. The procedure was cancelled with the patient under general anesthesia. No medical interventions took place, material was retracted and the medical team waited for the patient to stabilize. Patient was admitted to hospital beyond standard of care. The device was disposed so it won't be returned.